Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
A 6f, jl4 infiniti diagnostic catheter was traveling through a highly calcified vasculature and the distal tip of the catheter (2-3 inches) became hung up on the aortic arch and broke off. The piece remained and there and was ultimately removed with an unk device. It was noted that there was no report of any resistance/friction with the product and that the packaging of the product was intact. In addition, it was noted that there was no injury to the pt.